Event description:
On (B) (6) 2009, one expander was implanted in left cheek as part of planned treatment of cleft face. On (B) (6) 2009, swelling and redness was noted in left cheek beside expander. On (B) (6) 2009, patient was admitted for expander removal due to apparent infection. Culture was taken and tested positive for asb (mycobacterium). On (B) (6) 2009, patient was discharged.

Manufacturer narrative:
The device associated with this report was not returned to the manufacturer for evaluation. No additional devices from the associated batch are available for evaluation. Associated batch records were reviewed and documentation verified the devices were processed per approved processes and sterilized in accordance with the validated dry heat sterilization process. The biological indicators were tested by the approved contract laboratory and met the required testing results to support sterility prior to device release. No other infections associated with this batch have been reported. One report of similar infection has been reported by the same surgeon from the same facility. No indication to support the device was responsible for the reported infection.